Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, pt reported that occasionally her infusion set will get pulled out and then her blood glucose becomes elevated. Pt stated, her blood glucose has elevated to 300-400 mg/dl. Target blood glucose range is unk. Pt reported this happened a couple of times when she first received her infusion device and once this year. Advised to check infusion sites regularly. Review how to use adhesive dressings. Pt reported the infusion tubing gets caught under the bathroom counter and pulls out when she walks away. Discussed site rotation. Pt does not currently have elevated blood glucose or product complaint. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.